Event description:
It was reported that the device has a "high electrical safety rating". The issue was found during preventative maintenance. No adverse effects or harm have been reported.

Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, cracked tank cover and enclosure. Broken light emitting diodes (led)'s on printed circuit board (pcb). Per functional testing, the device failed safety/electrical test confirming the complaint. The root cause was the ground bond was too high. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.